Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The instructions for use (IFU) provided with this kit states, "precaution: if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel. In this circumstance, pulling back on guidewire may result in undue force being applied resulting in guidewire breakage. If resistance is encountered, withdraw catheter relative to guidewire about 2-3 cm and attempt to remove guidewire. If resistance is again encountered, remove guidewire and catheter simultaneously. Warning: do not apply undue force on guidewire to reduce risk of possible breakage." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Ed physician experienced a kinked guidewire during insertion on patient. Patient was very obese so he needed to gain access with the introducer needle at a steep angle, which he did using ultrasound. Access went fine and the guidewire was advanced. Introducer needle was removed. Catheter was advanced over the guidewire but it could not fully advance into position. Catheter was removed and the guidewire was then removed. Once removed, the guidewire was kinked. User determined the guidewire kinked due to steep angle that was taken to access. A new cvc kit was obtained and successfully placed. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Ed physician experienced a kinked guidewire during insertion on patient. Patient was very obese so he needed to gain access with the introducer needle at a steep angle, which he did using ultrasound. Access went fine and the guidewire was advanced. Introducer needle was removed. Catheter was advanced over the guidewire but it could not fully advance into position. Catheter was removed and the guidewire was then removed. Once removed, the guidewire was kinked. User determined the guidewire kinked due to steep angle that was taken to access. A new cvc kit was obtained and successfully placed. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Ed physician experienced a kinked guidewire during insertion on patient. Patient was very obese so he needed to gain access with the introducer needle at a steep angle, which he did using ultrasound. Access went fine and the guidewire was advanced. Introducer needle was removed. Catheter was advanced over the guidewire but it could not fully advance into position. Catheter was removed and the guidewire was then removed. Once removed, the guidewire was kinked. User determined the guidewire kinked due to steep angle that was taken to access. A new cvc kit was obtained and successfully placed. No patient harm. The patient's condition is reported as fine.